Manufacturer narrative:
Updated device brand name model number. Device not returned for evaluation.

Event description:
It was reported the patient previously had an unknown sling implanted on an unknown date. The patient was subsequently implanted with an artificial urinary sphincter due recurring incontinence. Should additional information be received, a supplemental report will be filed for the addition information.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported the patient previously had an unknown sling implanted on an unknown date. The patient was subsequently implanted with an artificial urinary sphincter due recurring incontinence. Should additional information be received, a supplemental report will be filed for the addition information.